Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 8atm for 40 seconds upon first and second inflation. However, a pinhole rupture was noted on the device when inflated at 8 atm for 40 seconds upon third inflation. The device was removed from the patient's body per usual and the procedure was completed with another of the same device. There were no patient complications reported.